Event description:
A hemodialysis inpatient user facility has reported that during treatment, the pt had an allergic reaction. The pt skin began tingling, lips were burning and then began to swell, as well as he vomited. The pt did not complain of itching nor did he have a fever. The treatment stopped and the pt was taken to the emergency room where he was given prescription medication for the allergic reaction. Estimated blood loss was less then 100mls. Pt was discharged shortly thereafter. The facility tech pulled the machine and ran test on it. The clinic manager indicated there were no findings and there was nothing wrong with the machine. The sample is not available for manufacturing eval due to it was discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.